Event description:
Canon (B)(4) medical systems division (cms) received a report of grayed out or blank images with cxdi-70c wireless panel used in conjunction with ne control software version 1.40 and 1.40.1. Upon investigation, it was found that images would appear gray or blank when sent to the pacs and were stored that way in the past study list on the ne software. The blank images were unusable and necessitated retaking images which would subject pts to unnecessary additional radiation exposure.

Manufacturer narrative:
Canon (B)(4) issued version 1.40.2.0 ne cxdi control software on (B)(4) 2011 to address this issue.